Manufacturer narrative:
(B)(4). The ez-io g3 driver( B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the green led displayed. The trigger guard had been removed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. A review of the certificate of conformance found that the driver passed all acceptance criteria. The device was released in (B)(6) 2009 and is approximately 7 years old. No device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: note that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set."

Event description:
The customer alleges that the driver didn't have enough torque strength to enter the bone. Another driver was obtained and the doctor was able to insert the catheter without issue. No patient harm reported.